Manufacturer narrative:
Device discarded by customer. The impella cp smart assist pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian had impella cp smart assist pump inserted for acute myocardial infarction (ami)/cardiogenic shock (cgs). After insertion of impella, lower limb vascular dissection was discovered and the pump was removed.